Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) for a gastrointestinal (gi) bleed using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully deployed and detached several ruby coils using the lantern. The physician deployed a ruby coil and attempted to reposition it; however the physician felt resistance after advancing the ruby coil approximately 2cm out of the lantern. The physician then attempted to retract the ruby coil; however upon retraction, the physician again felt more resistance and the ruby coil unintentionally detached inside of the lantern. The physician therefore removed the lantern with the ruby coil inside. An angiogram was then performed which confirmed all of the coil was removed and the target vessel was sufficiently occluded, and the procedure therefore ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that a correction was made to the following section(s): section b. Box 2. Outcomes attributed to adverse event "congenital anomaly/birth defect" was inadvertently checked.